Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8840, serial# unknown, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving fentanyl (50mcg/ml at 19.041mcg/day) and bupivacaine (24mg/ml at 9.140mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that an intrathecal medication change was done on (B)(6) 2017 and a programming error was made for the concentration of the secondary drug, which became the primary drug. It was noted that the bupivacaine was supposed to be programmed at 30mg/ml but it was programmed at 24mg/ml and a bridge bolus was performed. It was confirmed that the bridge bolus was performed properly on (B)(6) 2017 and it was continued on (B)(6) 2017. The reporter was assisted in correcting the programming error and with other programming per the reporter's request. No medical symptoms were reported and no further complications were reported or anticipated.